Event description:
It was reported that a peritoneal dialysis patient experienced an unspecified abdominal wall infection and subsequently passed away. The infection was listed as a contributing factor of the death. The nature of the infection was unspecified. Treatment for the abdominal wall infection was not reported. It was not reported if the patient was hospitalized prior to or until the time of death. The cause of death on the patient's death certificate was end stage renal disease with underlying causes of type ii diabetes with circulatory disease. Other contributing conditions listed on the death certificate included peripheral vascular disease, calciphylaxis, and necrosis. It was not reported if pd therapy was ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.